Manufacturer narrative:
At this time, no conclusion can be made. Preliminary evaluation of the sample finds the mesh to be visible contaminated and confirms for tear/hole in the mesh as reported. The sample has been sent to the manufacturing site for further review. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 609 units released for distribution in november, 2019. When the sample evaluation is completed, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2021, a hole was noted when opening a sterile package of a bard/davol 3dmax light mesh. As reported, the problem was identified before use on the patient and the procedure was completed using another piece of a 3dmax light mesh. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. Preliminary evaluation of the sample finds the mesh to be visible contaminated and confirms for tear/hole in the mesh as reported. The sample has been sent to the manufacturing site for further review. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2019. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. Visual evaluation at the manufacturing site confirmed the tear/hole in the mesh. Manufacturing and inspection controls are capable of detecting this type of discrepancy and there is no indication that this was caused during the manufacturing process. Based on the sample evaluation and the investigation performed, the root cause for the reported event could not be determined. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic procedure on (B)(6)2021, a hole was noted when opening a sterile package of a bard/davol 3dmax light mesh. As reported, the problem was identified before use on the patient and the procedure was completed using another piece of a 3dmax light mesh. There was no reported patient injury.